Event description:
Biocryl guide wire broke off into the pationts log. The location of the broken wire was located in the patient via x-ray. It is not clear if the wire is or was buried in the bone or if it was in fact retrieved from the patient.

Event description:
Our affiliate is reporting to use the facility reported the following event to the UK competent authority, mhra 2005/003/09/401/001, who intern queried our affiliate. The facility, bupa hosp, reports that a biocryl guide wire broke off into the pts leg. The location of the broken wire was located in the pt via x-ray. It is no clear if the wire is or was buried in the bone or if it was in fact retrieved from the pt. At this time co is asking our affiliate to act on our behalf to garnish more detailed information pertinent to this issue. Co is also asking to see if the device is available to mitek for a root cause failure analysis.